Event description:
See MDR 1036844-2014-00057 for the first event with the same patient. It was reported that in the emergency room, the physician attempted, for a second time, to insert the swg and catheter into the patient's right subclavian. The physician was able to thread the swg into the central line, however he was unable to pull back on the wire after the central line was inserted. As a result the central line and swg were removed together. It was then that the physician noticed that the end of the swg was sticking out of the central line, kinked in a z shape just as in the first attempt. The physician resolved this issue by placing a sheath introducer into the patient's right femoral without complication. There was a delay reported, in that the patient's IV fluid bolus was temporarily delayed for approximately 20 minutes. The physician believed no harm or complications were sustained by the patient.

Manufacturer narrative:
(B)(4).